Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified customer experienced a ¿failed pump¿ and was admitted to the intensive care unit. No additional details were provided and tandem technical support was unable to identify the customer; therefore, no additional information was available regarding the reported issue.